Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that occlusion alarms occurred. Customer resume insulin delivery to address the issue. Customer experienced a blood glucose (bg) level of 600 mg/dl. Customer addressed the elevated bg by a correction bolus via the pump and manual insulin therapy and called 911. On 08/16, customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit with a bg value of 712 mg/dl. Customer was treated with intravenous fluids of insulin and saline. There was no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer to obtain release date, but no response was received.